Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not power up on ac power. The power supply assembly was replaced, then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during daily testing. According to the reporter, the device had no ac operation. No patient involvement reported with this event.